Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 7/7/2019 . Device returned to manufacturer: yes. Device evaluation: the return sample was received in a little jar. The product was disinfected and inspected by a qualified inspector using a microscope with a 12x magnification. It can be seen that there are forceps marks on both sides of the optic body. Investigation of the return sample and the condition of the return sample do not suggest the fiber/scratch/damage was introduced during manufacturing. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to the patient experiencing hazing, glare and halos. The lens was replaced with a non j&j lens. Patient was reported happy and doing well post op. Further information reports the event symptoms were noted on (B)(6) 2018. No further information was provided.